Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a left foot fixation procedure on an unknown date. During the procedure, the k-wire holes did not line up with the plate. Additional holes were drilled in order to complete the procedure.

Event description:
It was reported that patient underwent a left foot fixation procedure on (B)(6) 2015. During the procedure, the k-wire holes did not line up with the plate. Additional holes were drilled in order to complete the procedure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation.